Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not be detached when placed in the patient's vessel. As a result it was removed and replaced successfully. It is unknown if the devices were prepared per the IFU, information regarding detachment attempts, patient anatomy are unknown. No further information was provided. Ancillary devices include a renegade stc 2.4f microcatheter.